Event description:
Procedure: laparoscopic hernia repair. Reportedly, during the inflation of the balloon, the clear plastic sheath covering the balloon detached from the cannula and disengaged in the pt's cavity. The surgeon retrieved the piece laparoscopically. No pt injury reported.